Manufacturer narrative:
Analysis was performed by onsite service personnel which included alarm review and functional testing. The results of the analysis indicated the speakers were connected and the device functioned with no problems. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the speaker was replaced in case the issue was intermittent and the product was confirmed to be working correctly. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the monitor displays a speaker malfunction inop message. It is unknown if audible sound was produced or not. The device was in use on a patient at time of event, there was no adverse event reported.